Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low blood glucose reported at 54 mg/dl while using the ilet system and self-treated the hypoglycemia with oral glucose in the form of sugar water, after which blood glucose increased to a hyperglycemic level of 224 mg/dl. Symptoms included urgent low glucose, urgent low soon, and low glucose. Outcomes included treatment for hypoglycemia with oral glucose and subsequent hyperglycemia without hospitalization. Customer care agent provided troubleshooting and education regarding appropriate hypoglycemia treatment to avoid overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia while the device functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia overtreatment.